Event description:
Allegedly patient dislocated requiring revision surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Radiographic images were reviewed. The product was not returned.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete.